Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.3cm was returned for analysis. External insulation abrasion was noted at 16.6-17.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that a patient presented for routine follow up and oversensing was observed on the right ventricular lead. All other measurements were normal and no noise was seen on real-time egm. Reprogramming attempt was unsuccessful. Lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.3cm was returned for analysis. External insulation abrasion was noted at 5.7-6.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.